Event description:
A prolieve thermodilatation rectal temperature monitor (rtm) was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, one of the sensors malfunctioned; while the other sensor remained at the proper heating degree. The prolieve rtm was replaced and another prolieve rtm was used to complete the procedure. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.